Event description:
An unknown patient had a shoulder arthroscopy surgical procedure that utilized the pts passer with single use needle and several parcus medical suture anchors. During the procedure, it was noted that the pts passer was not passing the suture tape effectively. Eventually, the suture tape was passed through the target tissue and the procedure concluded. Following the procedure, it was identified that the tip of the single use nitinol needle had broken offen. At this time, it is unclear when the needle tip was broken and where the loose body ended up. Update 16jul21: parcus medical was able to get in touch with the surgeon performing the arthroscopy. The surgeon indicated that he was aware of what had happened during the procedure and insisted that the loose body had been removed from the patient during the surgery. He indicated that a "loose body grasper" had been used and recalled seeing the fragment on the mayo stand in the or. When asked if this could have been from another surgery that he had done that day and he assured me that it was not possible. He then went on to explain why he thought that the needle wasn't passing smoothly. The doctor reaffirmed that nothing had been left behind in the patient and that the case had concluded without issue or injury to the patient.

Event description:
An unknown patient had a shoulder arthroscopy surgical procedure that utilized the pts passer with single use needle and several parcus medical suture anchors. During the procedure, it was noted that the pts passer was not passing the suture tape effectively. Eventually, the suture tape was passed through the target tissue and the procedure concluded. Following the procedure, it was identified that the tip of the single use nitinol needle had broken often. At this time, it is unclear when the needle tip was broken and where the loose body ended up.